Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons on the insulin pump stopped working. The customer was not receiving enough insulin. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.